Event description:
The customer reported via phone call that she had an auto off alarm and a no delivery alarm on the insulin pump last night. Customer declined troubleshooting for the no delivery alarm because she did not have time. Customer stated that she was sleeping before the incident occurred. Customer does not want to return the set or reservoir for analysis. Customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.